Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room upon exhibiting shortness of breath. Upon interrogation, it was found that the patient's right ventricular lead was exhibiting a capture anomaly which resulted in a premature ventricular contraction after every paced beat. The physician elected to reposition the lead on (B)(6) 2021. The patient was stable.